Event description:
Customer reported that the insulin pump alarmed motor error during fixed prime. Device was not has not been bumped, dropped or exposed to moisture but customer traveling and went thru body scanners several times. Customer does not use the sensor feature. Customer stated he did not want to try to complete the rewind sequence. Blood glucose value was 290 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump has minor scratched display window, scratched case and cracked reservoir tube lip.